Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported from picu (MRI suite) that while delivering propofol anesthetic, the pump stopped working and displayed a "communication failure" message on the screen. The pump would not deliver the medication. The pcu and all channels were removed from use and sequestered for service. Although requested, further information was not provided.

Event description:
It was reported from picu (MRI suite) that while delivering propofol anesthetic, the pump stopped working and displayed a "communication failure" message on the screen. The pump would not deliver the medication. The pcu and all channels were removed from use and sequestered for service. Although requested, further information was not provided.